Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the customer has been receiving no delivery alarms. The customer has tried to remedy the issue, but the alarms still persisted. The customer stated that he changed the site, but he still received a no delivery alarm. The customer's blood glucose was 123 mg/dl. The customer stated that he did not see any bent cannula or bent tubing. Nothing further reported.